Manufacturer narrative:
It was reported that a male patient underwent ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and medical device entrapment requiring surgical intervention occurred. During the procedure, the catheter got stuck somewhere in the right ventricle during the mapping phase and could not be removed. Help of invasive cardiologist/angiographer was needed to remove the catheter from the patient¿s body. Before the catheter removal, the catheter was cut near the catheter handle in order to gain access with the proper catheter removal tools. Device evaluation details: the device evaluation has been completed. The device was inspected and the shaft was found cut from the handle. The tip and the handle were observed under the x ray machine and no issues were observed, the deflection mechanism was observed in normal condition. Then, the catheter¿s outer diameter was measured and it was found within specification. Additionally, tests were unable to perform since the doctor cut the catheter. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the event is that it was procedure-related. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30127187m number, and no internal action was found during the review. (B)(4).

Event description:
It was reported that a male patient underwent ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and medical device entrapment requiring surgical intervention occurred. During the procedure, the catheter got stuck somewhere in the right ventricle during the mapping phase and could not be removed. Help of invasive cardiologist/angiographer was needed to remove the catheter from the patient¿s body. Before the catheter removal, the catheter was cut near the catheter handle in order to gain access with the proper catheter removal tools. The short abbott agilis sheath used during the procedure was then exchanged to a longer one to take the catheter out of the patient. No ablation was done with the thermocool® smart touch¿ electrophysiology catheter. It was reported that before the catheter entrapment, the catheter behavior was normal. Extended hospitalization was not required. Patient¿s outcome is unchanged. A full ultrasound follow-up was done the day after. Physician¿s opinion regarding the cause of the event is that it was procedure-related as it was believed the catheter became stuck in the heart tissues. Upon catheter removal, no wires exposed were observed. The catheter was not in a pre-shaped position. On 3/22/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found ¿shaft has been cut from catheter.¿ the pal finding of the shaft being cut has been asses as not reportable because it is not considered to be a product malfunction since it was reported that the customer cut the catheter shaft to allow access for the retrieval tool(s). However, the complaint remains reportable based on the customer¿s reported event description.